Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that he passed out and an emergency ambulance was called by colleagues. His bg was checked by emergency medical services (ems) and was 48 mg/dl although the cgm value when he passed out was 125 mg/dl. Glucagon was injected by ems and the patient did not go to the hospital. At the time of the report he was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.